Event description:
It was reported that the clinical study patient experienced inadequate stimulation and underwent a procedure where an additional lead was added.

Event description:
It was reported that the clinical study patient experienced inadequate stimulation and underwent a procedure where an additional lead was added.